Event description:
It was reported that the patient presented to the emergency room. A cardiac perforation due to the atrial or ventricular lead was noted. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.